Event description:
It was reported by service report that the nurse call system was shorting out. There was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Nurse call dip switch.